Event description:
Heterotopic ossification grade 3 left hip was reported within the 10 year follow-up examination of (B)(6) retrospective clinical study. Collateral hip replaced in 2004; right hip is part of the same retrospective clinical study.